Manufacturer narrative:
Summarized patient outcomes/complications of can tavi be performed without on-site cardiac surgery were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, dyslipidemia, smoking history, prior cerebrovascular event, peripheral artery disease, chronic obstructive pulmonary disease, chronic kidney disease, poor mobility, heart failure, and redo surgery. Some of the complications reported were vascular dissection, perforation, renal failure, heart block, stroke, surgical intervention, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B2: date of death is estimated b3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: can tavi be performed without on-site cardiac surgery?

Event description:
N/a.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information b2: date of death is estimated. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: can tavi be performed without on-site cardiac surgery?

Event description:
The article, "can tavi be performed without on-site cardiac surgery?" Was reviewed. The article presented a retrospective, multicenter study to assess the prevalence of emergent cardiac surgery (ecs) and to investigate the short-and mid-term outcomes of surgical bailout during transcatheter aortic valve implantation (tavi) procedures in hospitals with the cardiac surgeon scrubbed supporting or performing the procedure. Devices included in the study were sapien, evolut, and portico/navitor. The article concluded that on-site cardiac surgery, with the scrubbed heart surgeon, represents a life-saving resource for tavi centers in case of ecs, and it is essential to achieve low-rate in-hospital mortality. [The primary and corresponding author was vittoria lodo, department of cardiac surgery, azienda ospedaliera ordine mauriziano, turin, italy, with corresponding email: vittoria.lodo90@gmail.com]. The time frame of the study was from september 2017 to march 2023. A total of 10 patients were included in the study, of which it was not specified how many received an abbott device. The average age was 81 years and the majority gender was female. Comorbidities included hypertension, diabetes mellitus, dyslipidemia, smoking history, prior cerebrovascular event, peripheral artery disease, chronic obstructive pulmonary disease, chronic kidney disease, poor mobility, heart failure, and redo surgery.